Event description:
A 3m comply instrument protectors paper instrument protector contains both a steam and an ethylene oxide (eo) class 1 indicator. The eo class 1 indicator dot bleeds through the peel package when utilized in the steam autoclave. Package sterility is then questioned when this discoloration/liquid ring mark is present on the outside of the sterilized package. All affected packaging identified, not used and re-sterilized. This has occurred previously within the last year, reported to the company rep, along with retained product and lot #'s not included in this report.